Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's act button was unresponsive after possibly being exposed to rain. Blood glucose level at the time of the incident was 151 mg/dl. The customer stated that she was out of the country and did not arrange for a replacement insulin pump to be sent. The insulin pump was not replaced or returned for analysis.